Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2020 additional information: d4, d10, g1, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: an opened box with unopened samples were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Lot number?

Event description:
It was reported that a patient underwent a thoracic procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. The surgeon was able to complete the procedure with this device with no patient consequences reported. Additional information was requested.